Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16nov2018. Philip's technical support (ts) was informed that with alternate current (ac) and battery power connected the power switch led is illuminated, but the battery switch is not. The customer notified ts that they replaced the power management printed circuit board assembly to resolve the issue. The unit was returned to service.

Event description:
The customer reported that the unit would not turn on. The customer reported there was no patient involvement. The event date was not specified; estimate used.